Event description:
The customer contacted baxter's service center regarding a system error (se) 2240; which occurred on the homechoice (hc) during dwell 5 of 6. All bags seemed to be properly connected. The home patient (hp) stated they did not disconnect. The technical service representative (tsr) explained the alarm and then assisted with troubleshooting. The hp would finish therapy using manual supplies. Baxter product surveillance contacted the hp on (B)(6) 2012 the regarding reported problem. The hp stated that they believe they caused the alarm. The hp stated that they think they did not clamp of all the lines that evening. They stated that they have been double checking the setup to insure all lines are clamped now. The hp stated they did not do a manual exchange, they stated instead they re-setup and everything continued fine. The hp stated they honestly cannot remember if they talked to their nurse about the alarm or not since it has been about two weeks since the alarm. The hp stated therapy overall has been continuing fine without further problems. There was patient involvement but no patient injury or medical intervention indicated at the time of the initial report.

Manufacturer narrative:
(B)(4). The sample is not available and the lot number is unknown. The lot number was not provided; therefore a batch review cannot be conducted. Baxter has conducted a trend review and found that similar reports have been received for the reported problem. This issue has been escalated to CAPA. A follow-up MDR will be submitted if additional information is obtained.

Manufacturer narrative:
(B)(4). The system error 2267 alarm was found to have an undetermined cause. The problem cannot be confirmed due to no use error described by the patient, the sample and lot number were unavailable for evaluation and an event log was not reviewed by a baxter employee.